Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Patient reported both arrow buttons and both the menu/check buttons are non-responsive. Patient reported the pump shows an e8 (power interrupt) error message; unable to place pump into run before battery removal and is unable to clear the error message due to the button being unresponsive. No adverse event reported. Requested return of the alleged pump for evaluation.